Manufacturer narrative:
Concomitant medical products: 620rg35, heart ring, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the¿right atrial (ra) lead failed a lead position check. The ra lead remains in use.¿no patient complications have been reported as a result of this event.